Event description:
It was reported that the insulin pump had no audible tones. Troubleshooting was performed and confirmed no audible tones.

Manufacturer narrative:
Analysis was performed on the insulin pump and found that there was no audible tone due to a broken transducer wire.